Event description:
It was reported that the patient was hit by another individual at the pocket site of their implantable neurostimulator (ins) in some type of assault. This caused pain, swelling, redness, incisional wound opening, and drainage coming out of the device pocket wound site. It was noted that the ins therapy was working and that the patient was getting effective therapy. The patient was seen on (B)(6), by their physician where they were prescribed bactrim. The site was still sore and had drainage. The patient followed up with the physician after completion of the antibiotic therapy. On (B)(6), 2015, the whole ins system was explanted due to an infection at the pocket site. It was unknown if any cultures were taken. The patient was reported as doing well. No device products were returned to the manufacturer. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the date of diagnosis of the infection was (B)(6) 2015. Perioperative antibiotics were administered. The infection was primarily at the device pocket. A culture was obtained from the device pocket and the organism cultured was staph aureus. The patient did not have meningitis but did experience swelling and drainage. The patient was given IV antibiotics and the infection resolved. The patient was noted to have diabetes as an infection risk factor. The diabetes was present prior to device implant.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3776-75, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(4).